Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during an unknown procedure. During the process of firing with the second reload, the device jammed. The handle refused to move. They noted that the proper reload was selected for the proper tissue thickness. No known patient injury.